Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a supra aortic aneurysm coil embolization procedure using pod packing coils (podj). During the procedure, the physician successfully placed seven ruby coils using a lantern delivery microcatheter (lantern). The physician then attempted to place a podj; however, upon retracting to reposition the coil, the physician noticed that the podj had unintentionally detached partially inside the aneurysm. The physician used a guidewire to retract the podj into the lantern, and then removed the lantern with the podj inside. The procedure was then completed using a new microcatheter and additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly and stuck in the distal end of the lantern delivery microcatheter (lantern), had a fractured stretch resistant wire (sr wire), and was unraveled. There was no visible damage to the lantern. Conclusion: evaluation of the returned podj revealed the sr wire was fractured, and the embolization coil was unraveled and detached. Fracture of the sr wire typically occurs due to forceful retraction of the podj against resistance, and will allow the embolization coil to detach and unravel. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. There was no visible damage to the lantern. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.